Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 232 mg/dl. The customer declined a follow up call and continued to use the existing cartridge for insulin therapy.